Event description:
According to the reporter, during a sleeve gastrectomy procedure, the device was unable to squeeze the handle and fire during dissection of the stomach. They replaced the handle first and used the same reload. The new handle was unable to fire the reload. They used the newly opened handle and a new reload and the device worked fine. No patient injury has been noted.